Event description:
It was reported that the device's t2 pre-deployed. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 pre-deployed. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: bending of the delivery needle. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned. The needle is dramatically bent and a portion of the distal end of the depth limiter has been torn free and not returned. The actuator is lodged at the distal end of the needle. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that the device's t2 pre-deployed. It is unknown whether the event resulted in a delay of the procedure or if there was a backup device available. No patient injury was reported.